Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The sample was returned to baxter for evaluation. A follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
A customer reported that a transfer set had leaked. The transfer set was put in place on (B)(6) 2012 and was replaced on (B)(6) 2012 due to the leak. The sample was requested for evaluation. There was patient involvement, but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4).this complaint for a report of a leak was confirmed. The root cause was undetermined. The sample was received and evaluated. A visual inspection was performed with no issues noted. A clear passage test was performed with no issues noted. A clamp function test was performed and it was noted that the occluder feet were broken. A further visual inspection noted no whitish spots that could indicate possible over-torqueing. The sample confirmed the reported problem.